Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son was taken to emergency room due to low blood glucose. Customer¿s blood glucose level was 57 mg/dl at the time of incident. Customer was treated with food. Customer declined troubleshooting for low blood glucose level. It was unknown that auto mode feature was active at the time of incident. Customer current blood glucose reading was 151 mg/dl. The insulin pump will not be returned for analysis.